Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found that a cubie pocket was physically damaged, which caused the drawer to fail. The cubie was manually released and returned to the pharmacy. The drawer was then recovered and restored to proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 3.2 required maintenance. Additionally, cubie pocket d1 within the same drawer failed. A nurse reported that the issue began while medications were being removed. The customer attempted a drawer recovery; however, the system continued to display a requires maintenance error, and the drawer did not open during the recovery process. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.